Event description:
The customer called to report that he was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 280 mg/dl. The customer also stated that the insulin pump screen constantly freezes up. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.